Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: broken shell, fold creases, underweight. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior and partial delamination of orientation dot assessed as adhesive failure. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -broken shell with sharp edge assessed as unidentified(tear) opening. Delamination of orientation dot assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.